Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant, the implantable cardioverter defibrillator (ICD) detected a ventricular fibrillation (vf) episode that was classified as noise. The implantable cardioverter defibrillator (ICD) remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.